Event description:
The patient¿s former treating neurologist reported that the patient had passed away. An obituary search revealed the date of death. No additional pertinent information was contained in the obituary. The generator and lead device history records were reviewed, and it was found that all specifications were met prior to distribution. No additional pertinent information has been received to date.

Event description:
Communication with the patient's neurology office showed the last vns check's settings. The battery did not show a low indicator at that time. Communication from the servicing funeral home showed that the patient was buried, and per their process, they do not removed devices from buried patients. No additional pertinent information has been received to date.